Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer states that while she was wearing pump, the pump stopped working, and the display went entirely blank. No error or alert was displayed. No adverse event reported. Device not available for return.